Manufacturer narrative:
Add'l manufacturer narrative: no further info is expected for this specific event and the case is considered closed. "Gambro does not regard the submission of this report as an admission of liability."

Event description:
Customer complaints blood leak during treatment. Blood flow rate 102ml/min, tmp, 120 mhg. The blood loss was about 3.4ml. No pt harm and no medical intervention.